Event description:
Further manufacturer follow up revealed a faulted systems diagnostics test did occur at the vns explant surgery with the surgeon's vns computer on (B)(6) 2011. The settings were not changed back to intended settings as the generator was to be explanted. No patient treatment was affected.

Event description:
During manufacturer product analysis for an explanted vns generator, it was noted the as-received programmed settings were indicative of a faulted systems diagnostics test (1ma/20hz/500pulsewidth/30sec on/60min off). The generator was explanted on (B)(6) 2011. Further review of available programming history noted that the last interrogation was on (B)(6) 2011, and settings were 2.75ma/15hz/250pulsewidth/21sec on/3min off. The last diagnostics tests in the history were in 2009. As the last interrogation was only 2 weeks prior to the explant, it is likely the faulted systems diagnostics test occurred at the explant surgery. Attempts for further information and programming history are in progress.

Manufacturer narrative:
Review of programming history.